Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced during lead replacement procedure.